Manufacturer narrative:
The valve was not returned to edwards lifesciences as it remains implanted in the patient.   Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure.  The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).   There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root.  Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication.   The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy.  Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv).  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the coronary occlusion and subsequent death is unknown; however may be due to procedural factors (balloon expansion) and patient factors (annular calcification).    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, the patient had a coronary occlusion and despite multiple attempts to intervene, the patient expired.    During valvuloplasty equipment positioning, the left ventricle (lv) wire position was lost and the operators found it difficult to reposition the lv wire.  During this time, the patient became hypotensive and attempts were made to improve the patient¿s hemodynamics by using aramine without response.  Further attempts made included using back up pacing, further aramine and adrenaline, however the patient became unresponsive requiring intubation and CPR.  An aortogram performed indicated an occlusion of the right coronary artery (rca).  The patient had not complained of pain nor any ECG st elevation noted.  The rca was then ballooned and perfusion was regained.  During this time, CPR continued with the patient going in and out of ventricular fibrillation, requiring dc cardioversion.  The patient did not regain output after the rca was opened, requiring ongoing CPR and dc cv.  The decision was made to go ahead with the aortic balloon valvuoplasty to attempt to improve perfusion.  Bav was performed, however an aortogram post bav showed reoccurrence of the rca occlusion.  No improvement in patient¿s hemodynamics was noted with the ongoing CPR and dc cv.  The team decision was made to withdraw medical support and the patient passed away. The patient had mild to moderate annular calcification and thickening.  The coronary height measured 1.6cm.